Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified no disposable alarm. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. As a preventive measure the downstream sensor was replaced.

Event description:
It was reported that upon starting treatment, the pump would not start because of a cassette disconnected alarm. No patient injury was reported.